Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 35 mg/dl. Paramedics transported customer to hospital. Paramedics treated with two glucagon shots. The blood glucose reading increased to 105 mg/dl. The current blood glucose reading is 121 mg/dl. Nothing further reported.